Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The device was not evaluated by a philips professional. The customer reported that the touchscreen was replaced to resolve this issue.